Event description:
Additionally it was reported that wound cultures were negative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the patient also experienced shortness of breath upon admission to the ER. Computerized tomography (CT) of the abdomen and pelvis revealed mild ill-defined stranding in the left anterior abdominal wall surrounding the vad driveline without focal fluid collection seen. Two days later, an abdominal ultrasound showed no definite evidence of collection in the left anterior abdominal wall. Blood cultures were (B)(6). The event was deemed resolved.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of significant left sided abdominal pain. The ventricular assist device (vad) driveline dressing was changed and some discharge was noted. It was recommended that the patient report to the emergency room (ER) for further management. Wound cultures were sent revealing gram-positive cocci. The patient was treated with antibiotics and infectious disease (ID) was consulted. ID recommended removal of the retained vad driveline suture, local driveline site care and changing antibiotics. Would cultures grew positive for (B)(6) and clostridium difficile (c. Diff). Another antibiotic was initiated for treatment of c. Diff. ID recommended chronic suppressive oral anti-staphylococcal therapy following improvement in drainage and soft tissue cellulitis. The patient was eventually switched to an oral antibiotic. Patient was discharged home and will follow up with ID. The vad remains in use. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical trial. No further patient complications have been reported as a result of this event.